Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent embolized. Subsequently, the dislodged stent was retrieved with a snare and the case proceeded as usual. No patient complications were reported and the patient's status was fine.